Manufacturer narrative:
The customer used a scenario which was not indicated in the dexis user manual. A software evaluation was performed on dexis 10.1.2. Evaluation revealed that the reported issue is only observed when multiple instances of dexis (patient) administration are active, which is not considered to be a normal scenario for the use of dexis. The issue can be resolved by reloading the patient list in the active dexis administration window. The user is able to determine the correct patient image and no injuries have been reported. This concludes our investigation.

Event description:
The customer reported that incorrect patient is displayed when clicking directly on a patient name in the dexis (patient) administration screen. No injuries have been reported.